Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated by a service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the out of position motor drive shaft could not be determined. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, an I-pump was found with the motor drive shaft out of position. No additional information is available at this time.